Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens was informed about a malfunction that occurred while operating the artis zee iii ceiling system. During an emergency patient procedure, overheating of the x-ray tube resulted in limited x-ray emission performance. The procedure was completed using an alternative system. We have no indications of any adverse effects on the health status of the involved patient.